Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The right atrial lead had oversensing and noise and high impedance. No action was taken for the atrial lead since the patient suffers from chronic atrial fibrillation and the device is programmed to vvir mode. The device was explanted and replaced. No patient complications have been reported as a result of this event.